Event description:
The customer stated a patient was admitted from the emergency room and had generated a total bilirubin result of 16.3 mg/dl on the architect c8000. Another sample was obtained and sent to an alternate facility, yielding a result of 13.5 mg/dl (method unknown). No additional patient information was provided. There was no report of impact to patient management.

Manufacturer narrative:
High test results patient. No known impact or consequence to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.